Event description:
We received user facility report (B)(4) from the university of michigan hospital in ann arbor, mi. It was reported that on (B)(4), 2011 the vent screen was black with screen readings "insert disk reboot" and "cockpit failure". The ventilator reportedly still appeared to be ventilating the pt. Nevertheless the nurse was bagging the pt intermittently. No pt injury was reported.

Manufacturer narrative:
The reported deviation could be comprehended by log book analysis and was confirmed by hardware analysis of the infinity c500 monitor on manufacturer site. The investigation of the infinity c500 monitor revealed a mechanical damage of the hard disk drive (hdd) inside the c500 monitor as root cause. In case of an infinity c500 monitor malfunction the evita infinity v500 ventilator is not affected and the ventilation is continued. The failure is obvious for the user by the performed reboot of the infinity c500 and the accompanied alarms. The ongoing ventilation can be recognized via the supplemental display of the ventilation unit. If during this time a set alarm limit is crossed, the ventilator would generate the corresponding alarm. The hdd was exchanged and the infinity c500 was sent back to the customer. No general problem known concerning reboots of the evita infinity c500 caused by a hdd malfunction.